Manufacturer narrative:
Pride has attempted to inspect the fire scene, but it was already restored prior to use receiving notification of the event. Cannot draw any conclusions as this complaint is under investigation at this time.

Event description:
Received notice of a fire that occurred in a garage where a pride scooter was located. No injury reported.